Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after a routine supply change, with glucose rising and remaining elevated for several hours following an unannounced meal; the user later administered a manual insulin injection, and support advised disconnecting for two hours and then performing a full cartridge, infusion set, and infusion site change. Symptoms included none reported. Outcomes included correction of hyperglycemia with a manual injection and no need for outside assistance or medical intervention. Investigation included customer service troubleshooting and education regarding meal announcement practices and infusion site and supply replacement. Investigation of this case revealed that the elevated glucose was consistent with insulin delivery mismatch due to an unannounced meal, with potential contribution from infusion site or supply issues; no device alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with missed meal announcement, with site or supply integrity considered as a secondary factor.